Event description:
On initial contact, dentist advised handpiece burned pt tongue on right side, with blistering. Office noted that pt sought attention at an emergency room as tongue swelled up and pt lost time at work. During follow up, the only additional info the office was able to provide was that the pt spent a few hours in the emergency room and lost one (1) day of work.